Event description:
Caller reported a false negative urine hcg result on a pt vs quantitative serum result. A urine sample from a female pt gave a negative result when read at the three minute read time. The date of the pt's last menstrual period was (B)(6) 2010. A serum quantitative hcg result the following day was 252 miu/ml.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg100223-01; 100miu/ml hcg urine lot: hcg100513-01; the 248.8iu/ml hcg urine lot: hcg100727-04. Summary of results: the retention devices meet qc specification details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=6). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). The 248.8iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation pending on returned product. No corrective action required at this time as no product deficiency was established.